Event description:
The manufacturer received information alleging a ventilator was alarming and fails to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. A leak was found in the device's oxygen blending manifold. The oxygen blending manifold was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module manifold. The oxygen blending module manifold was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module manifold failing was found to be consistent with the solenoid valve stuck open due to contamination.